Manufacturer narrative:
(B)(4). Manufacturer reference number: (B)(4). Patient information not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap appendectomy, the reload was fired across the apendiceal stump at the base and the surgeon noticed that there was an opening near the staple line. The surgeon had to open the patient to over sew it. The surgeon stated that the tissue may have been necrotic. The surgeon stated to the sales rep today that he is unsure whether the problem was due to a staple failure because the staple line looked normal. However, the surgeon wanted to report the issue. The device fired completely. There were no issues with poor staple formation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* universal roticulator* 60-2.5 single use loading unit both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices.. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was loaded with an endo gia* universal roticulator* 60-2.5 single use loading unit. The instrument and loading unit were applied to test media with proper transection and staple formation. Visual inspection of the cartridge noted that the loading unit was fully fired and the jaws were open. Engineering evaluated the loading unit and found presence of staple strikes on the anvil indicating staples were deployed and made contact with the anvil for staple formation. Additionally the staple pushers were observed to be sub flush to the cartridge surface indicating that the device may have been applied to tissue thickness beyond its indicated range of use. Further engineering evaluation noted that when the loading unit was clamped the jaws exhibited a slightly exaggerated gap this gap also indicated that the loading unit may have been clamped and used on tissue that exceeded the indicated tissue thickness range. The loading unit was loaded into the subject instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.